Event description:
Caller reported occlusion alarms, which prompted a visit to the emergency room (ER). The customers blood glucose (bg) level was 530 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Customer was discharged the next day, (B)(6) 2026. System check was performed by tandem clinical support (clss) performed a system check and the customer is filling the cartridge with cold insulin. Clss educated the customer that cold insulin is off label per the tandem user guide. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin.